Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report that the lancet does not fire when she attempted to obtain a blood sample using her one touch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began one month prior to contacting lfs. She stated that she manages her diabetes with metformin, glipizide, diet and/or exercise and due to the alleged issue she denied making any changes to her 10 year old routine. The patient claimed after the alleged issue started and 3 wks prior to contacting lfs, she felt shaky, weak and nervous. She denied receiving any form of medical treatment in response to her symptoms. At the time of troubleshooting, the cca noted that the patient was using the subject lancing device for approximately 1 year and that the patient denied any misuse to the product. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.